Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, filter leakage observed. It was reported that the filter leakage was observed after the patient noticed a wet area. No patient injury reported.